Event description:
The manufacturer received information alleging a ventilator was failing a test step. There was no harm or injury reported. The ventilator was evaluated by a field service engineer and the customer's complaint was confirmed. The device's oxygen blending module board needs replaced and the device needs recalibrated to address the issue.